Event description:
It was reported that the bd¿ syringe with precisionglide¿ needle leaked. The following information was provided by the initial reporter, translated from chinese to english during the bolus injection, it was found that there was liquid leakage at the plunger of the syringe, and the syringe was immediately pulled out and retained to cause secondary injection damage to the patient.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed for provided material number 301942 and lot number 2107192. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained by our quality engineer team. The retained samples were evaluated and no signs of leakage could be detected. Per the provided feedback, it is possible that the reported incident resulted from damage to the plunger lip component. This type of damage may occur during the handling of the product through the manufacturing facility or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd¿ syringe with precisionglide¿ needle leaked. The following information was provided by the initial reporter, translated from chinese to english during the bolus injection, it was found that there was liquid leakage at the plunger of the syringe, and the syringe was immediately pulled out and retained to cause secondary injection damage to the patient.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6).